Event description:
Additional information was received and it was reported that the patient was heavily sedated exhibiting signs and symptoms of opioid overdose. Per this reporter the symptoms typically lasted for 6 hours and resolved. The physician was sure that there was not a pocket fill because the symptoms were mild and resolved quickly.

Event description:
It was reported that the patient felt as though they were being overdosed after the refill. The hcp (healthcare provider) was concerned that there was leakage through the septum of the pump or perhaps part of the needle was causing overdose. The refill volumes were accurate. It was unclear if the patient went to the ER (emergency room). It was noted that the effects lasted 3-4 hours. It was later reported that immediately after refill, it was as if 1 ml or less of medication had leaked into the pocket. The patient experienced hypotension and transient dizziness. The patient recovered within a few hours with no further issues. The physician thought that the diaphragm of the pump was failing. This was the only conclusion he could draw. No troubleshooting had been performed because there were no volume discrepancies. The volumes at the time of refill are pretty much what they were expecting. The pump was delivering bupivacaine, clonidine, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID neu_refillkit_acc, (B)(4), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was not determined if the correct technique was being used for refills. It was noted the health care providers (hcp) had the same issues with unknown patients with pumps from other manufacturers. It was reported that on (B)(6) 2013 the expected residual volume was 4.2 and the actual residual volume was 6. The patient was going to be monitored after each refill. There was no emergency room visit. The symptoms took 4-5 hours to resolve. The issue had been occurring since the (B)(6) 2013 refill. The patient was taking oral medication. The symptoms resolved on their own and there were no signs or symptoms of reaction after any other refills. The patient had symptoms of grogginess, dizziness, and "drunk feeling" which lasted about 4-5 hours past the pump refill. The patient did not have the same level of pain control as usual. This had not ever happened in the past. The patient was advised to stay for 1.5-2 hours after the next refill for monitoring. The system was being used to deliver prialt, clonidine, hydromorphone, and bupivacaine as of (B)(6) 2012.

Event description:
Additional information received reported that the patient was seen on (B)(6) 2014, they had increased pain and increased analgesic use, their mobility was unchanged. No adjustments to the pump were made during visit. A pump refill was done; the injection site was left lower back. Patient was in lateral position. The pump was infusing bupivacaine, clonidine, and hydromorphone. Blood pressure was reported as "134/79" temp was "98" (unable to read resps, pulse ox, and pulse). It was noted that the patient/family verbalized understanding of plan of care (poc). Patient had a appointment to return to the clinic scheduled for (B)(6) 2014. (Additional information illegible).

Event description:
It was reported that the letter from the physician looked the same way in the chart. They had mailed us the copies to help read a little better. (Writer was able to obtain the hard copy of the lfc). Previously reported was an initial bp of "134/79" temp was "98." The initial resps was "16" and pulse "100" and pulse ox of "96%." At 1300 bp was at "160/71, hr 114, resp. 20 and pulse ox 95%." At 1310 bp was at "123/80, hr 100, resp. 20 and pulse ox 96%." At 1320 bp was at "126/74, hr 96, resp. 18 and pulse ox 94%." The patient was up in the room, ambulating around room. Denied complaints of "c/o" dizziness or confusion. The physician saw the patient and discharged them from the center. There was further illegible information on the hardcopy.